Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is unconfirmed, during the evaluation the device powered up and functioned without error messages during the evaluation run. The power supply serial number and capacitor lot number 17jx3m require the power supply to be replaced. Physical damage was found to the bezel, bottom cover, and there is one missing molex cap and 4 missing bumpers. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-dec-2025, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump displayed an error message. This was discovered during the case with no patient harm.